Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this system remains in service. This report will be updated should additional information become available.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system had received appropriate shocks due to ventricular fibrillation (vf). Shock impedance measurements throughout these episodes were within an acceptable range. On device interrogation, out of range impedance was observed. Manual set-up was performed and no out of range measurements were observed. Boston scientific technical services (ts) discussed possible causes and recommended sending device data for review. No adverse patient effects were reported.